Manufacturer narrative:
The investigation into the positioning issues and the vf/vt/af/at (afib with rvr) issues has been completed since the original report was submitted. The pump was not returned for investigation. Based on clinical description & data analysis, the root cause of positioning issue was most likely use related. As the necessary information was not provided, the root cause of the vt/vf was not determined. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63 year-old female patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support following a defibrillator shock for atrial fibrillation. While turning the patient, the pump in aorta alarm sounded. The medical staff attempted to reposition the pump unsuccessfully and removed the impella device. Following the removal, the medical staff discovered that the touhy lock was not completely secure. The patient survived the event.